Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The device history records for the catheter were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of the catheter becoming blocked during use could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the catheter is extremely rigid and difficult to introduce and after insertion. The catheter does not flow into the machine. Another device was used without issue. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the catheter is extremely rigid and difficult to introduce and after insertion. The catheter does not flow into the machine. Another device was used without issue. No patient injury reported.